Event description:
The customer reported, the system shut down during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the video controller board and adjusted the 12v power supply. Customer has not yet approved repair. (B) (4).